Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was case delay - hub turned off. There was image loss for roughly 1 minute is what the staff said.